Event description:
It was observed that during the device evaluation, the camera head exhibited main body cracked, degraded, connector cracked, loosened scope mount, leak image unit, leak cable unit, and image noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, most probable cause damage is: deterioration of parts and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.